Manufacturer narrative:
Unit received with stripped battery cap coin slot. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The father of a customer reported via phone call that the insulin pump has a stripped battery cap. The customer's blood glucose reading was 29 mg/dl at the time of incident. Troubleshooting found that the battery cap cannot be removed to change the battery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.